Event description:
It was reported that during a flap treatment using the elita, the surgeon observed that while performing the patient's second eye, the flap was very thin and there was a hole in the middle of the flap. Flap thickness was 110 microns, but surgeon reported that practically it felt much thinner. The patient was temporarily impaired, no medical interventions were mentioned. Through follow-up we learned that the mentioned hole meant perforation in the cornea. No issues were observed with the patient interface used. The directions for use of the device were followed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Elita is not an implantable device. Section d6b - explant date: not applicable. Elita is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the elita was not evaluated. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.